Event description:
The physician was using a surgical endoclip device. He proceeded to deploy the clips and the device jammed and failed to fire. He replaced the device with another endoclip which was the same style and model, and the second endoclip device also jammed and failed to fire. There was no harm to the patient as another device was chosen to complete a portion of the surgery.